Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthetic and underwent revision surgery to excise skin during an abutment change on (B)(6) 2019.